Manufacturer narrative:
Patient height reported as 5¿3¿. Additional product codes: hrs, jds. Date of implant is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent removal of two stainless self-tapping cortex screws on (B)(6) 2018. The removal was due to loosening of screws. It was unknown if there was a surgical delay. Patient outcome was unknown. Initial date of implant is not known. This report is for one (1) 3.5mm cortex screw 42mm. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data: date of event must be unknown since complaint is against loosening of implanted screws leading to subsequent removal, and date of loosening is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.